Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing planned maintenance (pm) on the system, the manufacturer representative (rep) discovered that the emitter was damaged and was not functioning. The rep tried to test it without success. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the emitter of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.